Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported efaa and inability to open the clip in the patient anatomy cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip that opened during efaa and could not fully invert within the anatomy. It was reported that a patient presented with grad 4 functional mitral regurgitation (mr). During the second 'establish final arm angle' (efaa) of a mitraclip procedure, an xt clip opened more than 5-10 degrees. To troubleshoot, the clip was unlocked and re-locked several times, and attempted to invert, but the clip could not fully invert. The clip did not pass efaa or fully invert, but was eventually able to be deployed without an increase in mr. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.